Event description:
Item master does not match product labeling. The computer item list indicates that this catalog number represents a large component when infact the catalog number corresponds to a small device. This event was noticed at the sales agency; therefore, there was no adverse effect to any pt.